Event description:
The user reported that air entered the system through the miser. All connections were checked and tightened. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. A visual inspection of the returned device revealed a leak in the system. The user's complaint was confirmed. The root cause of the reported event is attributed to a sharp instrument that pinched the tubing during the procedure allowing air to enter the system.